Event description:
A (B)(6) male, patient, contacted lifecor customer support to report that the device had alarmed him to add gel. The patient's download revealed that gel had been released. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel release) has been confirmed. The cause of the gel release flag was due to a damaged cable. The gel fire wires (yellow and black) were disconnected from the distribution node. The monitor recognized the open gel fire circuit, showing that the gel fire circuit had been blown. The root cause of the disconnected wires cannot be positively determined, but was likely caused by excessive force. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.